Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2020. H.6. Investigation: customer returned two (2) 31gx8mm, 0.3ml bd insulin syringes from an open polybag from lot 8351987. Consumer reported, stoppers are stuck to barrel preventing him from moving the plunger rod to draw his medication. The returned syringes were examined, and the following was observed: one syringe with a disfigured rubber stopper; the disfigured stopper would be the cause for the plunger rod to be difficult to move (as reported). One syringe with a broken barrel. A review of the device history record was completed for batch# 8351987. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200796118] noted that did not pertain to the complaint. There was one (1) notification [200795895] noted for dry barrels. A review of the device history record was completed for batch# 8351987. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200796118, 200795895] noted that did not pertain to the complaint. There was one (1) notification [200795473] noted for damaged tips. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Damaged barrel: root cause: zm 200796118 was created for a missing print. There was a barrel stuck in the dial. Correction: the barrel was removed. Stopper damaged/ plunger difficult to move: root cause: zm 200795895 was created for dry barrels. The silicone line needed purged. Correction: the silicone line was purged.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle stopper was stuck and the plunger rod was unable to move. This was discovered during use. The following information was provided by the initial reporter: material no: 328438. Batch no:8351987. It was reported that the stoppers are stuck and the plunger rod is unable to move.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle stopper was stuck and the plunger rod was unable to move. This was discovered during use. The following information was provided by the initial reporter: material no: 328438, batch no:8351987. It was reported that the stoppers are stuck and the plunger rod is unable to move.

Manufacturer narrative:
The following field have been updated with additional information: f.10. Device codes: 1354, 2338, 2588. H.6. FDA device problem code: 1354, 2338, 2588.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle stopper was stuck and the plunger rod was unable to move. This was discovered during use. The following information was provided by the initial reporter: material no: 328438 batch no:8351987. It was reported that the stoppers are stuck and the plunger rod is unable to move.